Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in state 3 (paired state). Visual inspection was performed on the returned sensor plug and no failure modes were observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed and all results were within specification. No malfunction or product deficiency was identified. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section h4 (device mfg date) has been updated based on the returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message, "replace sensor," when scanning the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer experienced unspecified hypoglycemic symptoms and was unable to treat themselves. A non-hcp provided the customer "hot water with sugar in it as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message, "replace sensor," when scanning the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer experienced unspecified hypoglycemic symptoms and was unable to treat themselves. A non-hcp provided the customer "hot water with sugar in it as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.